Manufacturer narrative:
The reported failure of evt_press_sensor_mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo, japan ventilator was returned to a service center for service due to an allegation of a ventilator service required alarm. There was no harm or injury reported. During the evaluation of the trilogy evo, japan device at the service center, an error indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors discovered in the event log (error code 384). The flow sensor was replaced to address this error code. Additionally, the service technician noted contamination on the airflow delivery route, so the parts listed on "9.3 air pathway repair parts" in trilogy evo service & technical reference manual needed to be replaced. Also, the device's inline proximal filter was clogged. The device repair date has not been scheduled as the dual limb cup is on backorder. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.